Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by low blood pressure. The cause of the event was not reported. On an unreported date, the patient was hospitalized due to low blood pressure. Treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.